Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"A cm device with a proximal fenestration for ia and lcca (bovine arch) was designed for a patient with a previously implanted relay 40 x 250 m3 (2012) in zone 3 who developed a proximal endoleak. During the procedure, imaging was terrible because of an old c-arm and a fat patient, and the physician couldn't deploy the cm stent graft with the required lao projection. No problems were reported with the ds concerning procedure steps, and the cm stent graft inside had been sized correctly. The only problem was that during deployment (step 2) the fenestration moved proximally in an unexpected manner. When the deployment was finished, the fenestration seemed to be positioned more proximal than expected, but the final angiogram showed perfusion of the supraaortic trunks (except the lsa, which was intentionally covered). The correct position of the fenestration was checked with guidewires, pigtail catheters, and a 10-mm-balloon. Everything seemed ok, so the physician decided to finish the procedure. After one hour, the patient -awake- started to gabble, the physician checked the pressure in the carotid arteries and found out that was very low. He tried to re-gain an access via right subclavian artery and perform an angiogram, from which we found out that the supraaortic trunks had been occluded by the stent graft. The physician tried to restore the flow inside the ia via a viabahn (chimney technique), but in the meantime the patient died for cardiac arrest. It was not clear whether the problem was an unexpected migration of the stent graft soon after the procedure or maybe the fenestration had never been positioned properly."